Manufacturer narrative:
Unit received with failed battery test due to corrosion on electronic assembly. Hardware low level failures alarmed during self test and confirmed in pump history with variable (003) due to broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device has alarmed multiple insulin pump error and has lost communication from the transmitter. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 300 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.